Event description:
The manufacturer became aware of a literature published titled ¿the treatment of charcot neuroarthropathy deformities with flipper foot and ankle arthrodesis technique ¿, published in 2024, which is associated with the stryker augment® bone graft and injectable system. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that: nonunion leading to revision surgery in 7 cases.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.